Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to input the transmitter ID, the customer was unable to toggle between the alphabetic and numeric keyboard. During troubleshooting, tandem technical support assisted the customer in performing a pump reset. The customer was successfully able to input the transmitter ID. There was no known impact to the customer's blood glucose level.